Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Device distributor reported on behalf of the home care user that the adhesive would not stick and this created insulin absorption issues. Due to unrelated medical issues, the patient's weight frequently fluctuated, which caused the adhesive issues. The reported issue started occurring since the patient began to use the pump in (B)(6) 2013. The insulin absorption issue would cause the patient's blood glucose to elevate (300-1000 mg/dl); a correction bolus via the pump would be required. The patient would test for ketones occasionally, but no ketones occurred during these instances. The issue was resolved with changing the site. No damage had been noticed to the packaging upon first use. No permanent adverse outcome occurred. Related to MFR # 2183502-2016-01357.